Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The event was described as the tip was broke upon inspection out of the box. The jaws were broken. There was no patient effect and the case was completed by opening a second device.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.